Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user sent a disturbing text about low blood glucose events while using the ilet, and multiple attempts by the field team to contact the user were unsuccessful. Symptoms included hypoglycemia. Outcomes included no reported injury requiring medical intervention and no hospitalization. Investigation included internal case review and outreach attempts for troubleshooting and education. Investigation of this case revealed no device malfunction could be confirmed due to lack of user engagement and unavailable device data, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.